Event description:
It was reported that the pump¿s connect adaptor fractured and a broken piece remained lodged in the pump, and the user expressed concern that attempting removal could cause further device damage; images were provided for review and the user planned to attempt removal. Symptoms included no reported adverse health effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included customer interview, image review, and troubleshooting and education with the user. Investigation of this case revealed a mechanical break of the connector component with inability to remove the lodged piece, consistent with a device component failure of the adaptor and potential damage risk to the pump; the user also reported missing replacement adaptors from the distributor, which contributed to the event context. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector component, with contributing supply-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.